Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted no anomalies on the carbon subassembly. The valve leaflets were fully mobile. After removal of the sewing ring, the serial number was verified to be correct. The valve was visually, functionally, and dimensionally inspected and met design specifications. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the analysis of the returned device and the reported event information, the cause of the leaflets not opening and closing appeared to be impingement on the patient¿s tissue. (B)(4).

Event description:
Medtronic received information that during the implant procedure and prior to valve implant, the native valve tissue was sutured to the side. During the implant of this 20mm mechanical valve, the valve leaflet became stuck. The valve was explanted and the impinging tissue was removed. A new medtronic 18mm mechanical valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.